Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported receiving weak battery and battery out limits alarm, and the numbers on the insulin pump began ramping up. The customer could not complete troubleshooting as the buttons were not working. Customer's blood glucose was 154 mg/dl. It was unknown if there were any significant events leading to keypad issues had occurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The up arrow button on the insulin pump was received with intermittent response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The device had normal operating current, it was monitored for several days and alarms occurred during testing. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window and on the reservoir tube window.